Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues. The pt was seen at the ctr for device evaluation. Testing performed confirmed that the device was not functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.